Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, recurrent stress incontinence and urge incontinence. A partial excision of the mesh and cytoscopy were performed

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.